Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the hp. The tsr instructed the hp to close all of the clamps and cycle the power on the hc to clear the alarm. The tsr advised the hp to disconnect everything and either start over with all new supplies, or continue with manual bags. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The exact product code used by the patient is unknown; however, the patient was prescribed two cassettes (with product codes r5c4479c and l5c4531) that share a common brand name and a 510k number which were reported. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.